Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While the patient was on support, the staff went to change the bag and cassette. The automated impella controller (aic) would not recognize the new cassette after multiple ttempts. The team was unable to advance through the purge wizard. The field service representative walked the customer through and aic to aic transfer without issue. No patient harm.

Manufacturer narrative:
The investigation automated impella controller (aic) - purge issue has been completed. The console was received and tested. Reproduced the issue, unable to pass through step 2 of the case start. Upon inserting the purge disk, received the ¿purge disc not detected ¿ alarm. Upon visual inspection, it was confirmed that the purge flag was missing/broken. The root cause for not detecting the presence of the purge disc is because of the broken disk detect flag. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03494: d2 common device name. D4 model number. F6/f8-should have been left blank.